Event description:
As reported by the user facility: even # 2: reports the valve was leaking with chemo medication. It is unknown where or when the valve started leaking.

Manufacturer narrative:
(B)(4). Two used caresite valves, without packaging, were received for evaluation. On both valves, a crack was observed at the parting line on the female luer lock thread of the molded caresite valve body (cavity #'s 4b, and 6b, respectively). The cracks started from the top of the valve and extended down to the bottom of the luer threads. Without the lot number, a thorough evaluation could not be performed. Although the duration of use or the caresite valve could not be confirmed, it is indicated on the instructions for the use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g.., paclitaxel ) for twenty four hours. If additional pertinent information becomes available, a follow-up report will be filed.